Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported physical damage, display unresponsive then, pump siren on. The customer stated they cant able to read from the display. The pump not functioning as designed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display (no audio alarm) due to cracked lcd glass. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on pcba 2 and motor assembly. The following were noted during a physical inspection: scratched case, minor scratched lcd window, partially broken (dented in) reservoir tube lip, and partially detached (dented in) retainer. A sc1 cap does not lock into place inside the reservoir compartment properly due to the retainer and reservoir tube lip damage. Blank display (no audio alarm) is confirmed due to cracked lcd glass.minor scratched lcd window is confirmed. A sc1 cap does not lock into place inside the reservoir compartment properly due to the retainer and reservoir tube lip damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.